Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed red, itchy open blisters on back and chest and a hematoma on their breast from the lifevest equipment. It was reported that the patient went to the emergency outpatient department due to the skin irritation. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed prednisolon salve and advised removal of the lifevest due to the skin irritation. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.